Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The claimed hose is not offered by maquet cardiopulmonary (B)(4) (mcp). The hose isn't tested in conjunction with the hcu 40 and isn't released through mcp. It is therefore an off-label use. Further evaluation still in progress.

Event description:
During patient treatment the hose near the heart-lung machine(hlm) leaked and water was injected into the operating field. Possible contamination of the patient with germs from the water. Prophylactic measures were performed by the patient. (B)(4).

Event description:
Initial reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA. 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). The claimed hose is not offered by maquet cardiopulmonary gmbh (mcp). The hose isn't tested in conjunction with the hcu 40 and isn't released through mcp. It is therefore an off-label use. The customer and the ssu have been informed about the off-label use. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.